Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Pump received with a constant new software release detected and failure of flash memory alarm, problem isolated to the mb. As (B)(6) 2009.

Event description:
The customer reported via phone call that the insulin pump got multiple pump errors. The blood glucose level was 179 mg/dl. The insulin pump will be returned for analysis.